Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a cat scan suggested that right her essure coil may have migrated into her uterus") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 49-year-old female patient who had essure (ess205) (batch no. 12272863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal pregnancy, miscarriage, migraine, headache, gallbladder operation and mental disorder nos. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included body mass index normal, menometrorrhagia and thyroid disorder. Concomitant products included clonazepam since 2017, escitalopram since 2010, lamotrigine since 2013, levothyroxine since 2015, omeprazole since 2013, perphenazine since 2017, ranitidine since 2017, trazodone and trazodone since 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced depression ("depression/psychological or psychiatric condition: depression"). In june 2005, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease/gastrointestinal or digestive sysytem condition type: gerd"). In 2007, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss/hair loss"). In 2013, the patient experienced night sweats ("night sweats/other injury or complications: night sweats"). In 2014, the patient experienced weight fluctuation ("abnormal weight fluctuations/weight gain/loss specify: weight fluctuated"). In 2015, the patient experienced diplopia ("double vision/double vision"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, pain/pain"), abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain/back pain"), pain in extremity ("pain right mid thigh/ pain right mid thigh, constant stabbing pain") and vulvovaginal pain ("vaginal pain/vaginal pain"). On 16-apr-2016, 10 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and eczema ("rashes or skin conditions type: rash on chest and eczema"). In august 2016, the patient experienced rash ("rashes/rash on chest"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery") and arthralgia ("hip pain"). The patient was treated with surgery (vaginal hysterectomy full and salpingooophorectomy (bilateral), oophorectomy bilateral), surgery (vaginal hysterectomy full and salpingooophorectomy (bilateral), oophorectomy bilateral) and alternative therapy (bifocals). Essure (ess205) was removed on 9-aug-2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, weight fluctuation, alopecia, procedural pain, gastrooesophageal reflux disease, rash, vaginal discharge, night sweats, pain in extremity, vulvovaginal pain and arthralgia had resolved, the pelvic inflammatory disease and eczema outcome was unknown and the depression and diplopia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device dislocation, diplopia, eczema, gastrooesophageal reflux disease, night sweats, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, vaginal discharge, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiffls symptoms are mostly resolved,except mental illness and vision issue. Current weight 150 lbs.(per pfs) weight 152.2 lbs (per mr) insertion details: operative technique: three coils protruding from each tubal ostia at the end of the case. Enterocele repair was initiated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Computerised tomogram - on (B)(6) 2016: suggested right coil may migrated into uterus hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes ultrasound pelvis - on an unknown date: essure coils are seen most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events per pfs: pelvic inflammatory disease and eczema was added. Patient's concomitant medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a cat scan suggested that right her essure coil may have migrated into her uterus") in a 49-year-old female patient who had essure (ess205) (batch no. 12272863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal pregnancy and miscarriage. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included body mass index normal and menometrorrhagia. Concomitant products included clonazepam since 2017, escitalopram since 2010 and trazodone since 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In june 2005, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease"). In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced weight fluctuation ("abnormal weight fluctuations") and alopecia ("hair loss"). In 2013, the patient experienced night sweats ("night sweats"). In 2015, the patient experienced diplopia ("double vision"). In april 2016, the patient experienced pelvic pain ("pelvic pain, pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("pain right mid thigh") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2016, 10 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In august 2016, the patient experienced rash ("rashes"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), depression ("depression") and arthralgia ("hip pain"). The patient was treated with surgery (underwent a vaginal hysterectomy and bilateral salpingooophorectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, weight fluctuation, alopecia, procedural pain, gastrooesophageal reflux disease, rash, vaginal discharge, night sweats, pain in extremity, vulvovaginal pain and arthralgia had resolved and the depression and diplopia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device dislocation, diplopia, gastrooesophageal reflux disease, night sweats, pain in extremity, pelvic pain, procedural pain, rash, vaginal discharge, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiffls symptoms are mostly resolved,except mental illness and vision issue. Current weight 150 lbs.(per pfs) weight 152.2 lbs (per mr) insertion details: operative technique: three coils protruding from each tubal ostia at the end of the case. Enterocele repair was initiated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Computerised tomogram - on (B)(6) 2016: suggested right coil may migrated into uterus hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes ultrasound pelvis - on an unknown date: essure coils are seen. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: new reporters added. Patient demographic information and patient relevant history added. Lot number (12272863) added. Concomitant medications added. Events gastrooesophageal reflux disease, depression, vaginal discharge, double vision, night sweats, pain right mid thigh, vaginal pain, hip pain and bleeding added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a cat scan suggested that right her essure coil may have migrated into her uterus") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 49-year-old female patient who had essure (ess205) (batch no. 12272863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal pregnancy, miscarriage, migraine, headache, gallbladder operation and mental disorder nos. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included body mass index normal, menometrorrhagia and thyroid disorder. Concomitant products included clonazepam since 2017, escitalopram since 2010, lamotrigine since 2013, levothyroxine since 2015, omeprazole since 2013, perphenazine since 2017, ranitidine since 2017, trazodone and trazodone since 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced depression ("depression/psychological or psychiatric condition: depression"). In (B)(6) 2005, the patient experienced gastrooesophageal reflux disease ("gastrooesophageal reflux disease/gastrointestinal or digestive system condition type: gerd"). In 2007, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss/hair loss"). In 2013, the patient experienced night sweats ("night sweats/other injury or complications: night sweats"). In 2014, the patient experienced weight fluctuation ("abnormal weight fluctuations/weight gain/loss specify: weight fluctuated"). In 2015, the patient experienced diplopia ("double vision/double vision"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, pain/pain"), abdominal pain ("abdominal pain/abdominal pain"), back pain ("back pain/back pain"), pain in extremity ("pain right mid thigh/ pain right mid thigh, constant stabbing pain") and vulvovaginal pain ("vaginal pain/vaginal pain"). On (B)(6) 2016, 10 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and eczema ("rashes or skin conditions type: rash on chest and eczema"). In (B)(6) 2016, the patient experienced rash ("rashes/rash on chest"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery") and arthralgia ("hip pain"). The patient was treated with surgery (vaginal hysterectomy full and salpingooophorectomy (bilateral), oophorectomy bilateral), surgery (vaginal hysterectomy full and salpingooophorectomy (bilateral), oophorectomy bilateral) and alternative therapy (bifocals). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, weight fluctuation, alopecia, procedural pain, gastrooesophageal reflux disease, rash, vaginal discharge, night sweats, pain in extremity, vulvovaginal pain and arthralgia had resolved, the pelvic inflammatory disease and eczema outcome was unknown and the depression and diplopia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device dislocation, diplopia, eczema, gastrooesophageal reflux disease, night sweats, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, vaginal discharge, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved,except mental illness and vision issue. Current weight 150 lbs.(per pfs). Weight 152.2 lbs (per mr). Insertion details: operative technique: three coils protruding from each tubal ostia at the end of the case. Enterocele repair was initiated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Computerised tomogram - on (B)(6) 2016: suggested right coil may migrated into uterus hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes ultrasound pelvis - on an unknown date: essure coils are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a cat scan suggested that right her essure coil may have migrated into her uterus") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), weight fluctuation ("abnormal weight fluctuations"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a vaginal hysterectomy and bilateral salpingooophorectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, weight fluctuation, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, pelvic pain, procedural pain and weight fluctuation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: suggested right coil may migrated into uterus. Hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.